Manufacturer narrative:
(B) (4). (B) (4). The stents remains in the patient. The lot number was provided. Review of the device history is forthcoming. A follow-up will be submitted with any relavant information. The 2.5 x 12 mm xience v (part 1009539-12, lot 9093061), indicated is being filed under this MFR#.

Event description:
Device issue: failure to cross. Time of device issue: during the procedure. Adverse event: dissection requiring surgical intervention. Onset of adverse event: during the procedure. It was reported that during the procedure in the tortuous and heavily calcified circumflex (cx) artery, with a corkscrew bend, the xience v 2.5 x 18 was advanced to the lesion and pushed against resistance, but could not cross the lesion. Upon removal of the stent system, a dissection was noted. A xience 2.5 x 12 was advanced about 2/3 of the way into the lesion; however, the dissection of the vessel became more exaggerated and the stent was deployed where it was. A xience v 2.5 x 08 was advanced through the 2.5 x 12 xience and was able cross to the distal part of the dissection and the lesion, where it was deployed at the bifurcation of the cx and the second obtuse marginal. A xience v 2.5 x 08 was advanced, but would not cross the xience 2.5 x 12 stent at the proximal end of the dissection/lesion. Therefore, the area between the two deployed xience stents could not be treated. Reportedly, there were various times during the procedure that the patient's blood flow was either completely lost or was considerable slower then before the procedure. Successful coronary artery bypass graft surgery of the circumflex vessel performed. The patient is reportedly doing well and has been discharged. No additional event or patient information is available.